Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient ((B)(6)) is unable to feel stimulation. Reprogramming was unable to provide effective therapy. X-rays were taken, but were inconclusive for migration. Surgical intervention may take place at a later date.

Event description:
Additional information received indicated surgical intervention was undertaken and a lead was implanted at the l4 vertebral level. Reportedly, effective stimulation was received.

Event description:
Follow-up information indicated the patient met with the physician and surgical intervention may take place at a later date.